Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Dso (downstream occlusion) sensor failed calibration and it was inoperable. The dso was replaced during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing a smiths medical cadd solis vip pump exhibited constant cassette not attached alarms.